Event description:
It was reported that the ICD displayed an alert that there was possible output circuit damage. There was also an episode with an aborted shock associated with the message. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that only the connector portion was returned for analysis. The outer insulation was abraded and one rv cable etfe coating was abraded at 17.2 cm from the connector pin. The other rv cable was separated in this area. The abrasion could have occurred due to friction with the ICD can.